Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1907049) on 19-apr-2019. The most recent information was received on 25-apr-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("constant pelvic pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), thyroid disorder ("thyroid disorders"), myalgia ("muscle pain in legs and hands"), fatigue ("strong fatigue") and dyspnoea ("breathlessness"). At the time of the report, the pelvic pain, thyroid disorder, myalgia, fatigue and dyspnoea outcome was unknown. The reporter provided no causality assessment for dyspnoea, fatigue, myalgia, pelvic pain and thyroid disorder with essure. Device similar incident listing (dsil) comment the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 25-april-2019 for the following meddra preferred term: pelvic pain: the analysis in the global safety database revealed 13.463 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-apr-2019: quality-safety evaluation of ptc. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 19-apr-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("constant pelvic pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), thyroid disorder ("thyroid disorders"), myalgia ("muscle pain in legs and hands"), fatigue ("strong fatigue") and dyspnoea ("breathlessness"). At the time of the report, the pelvic pain, thyroid disorder, myalgia, fatigue and dyspnoea outcome was unknown. The reporter provided no causality assessment for dyspnoea, fatigue, myalgia, pelvic pain and thyroid disorder with essure. Device similar incident listing (dsil) comment the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 22-april-2019 for the following meddra preferred term: pelvic pain analysis in the global safety database revealed 13.427 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.